Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 2 resolute onyx des were implanted, one in the rca and one in the om1. Post procedure elevated troponin was observed. Cec adjudicated q-wave mi (target vessel), medtronic extended historical peri-pci, q-wave mi (target vessel), scai definition peri-pci and adjudicated stent thrombosis no event.

Manufacturer narrative:
Patient is a smoker. During the index procedure 2 resolute onyx des were implanted in the rca and three resolute onyx des were implanted in the om1. It is reported that the mi occurred in the target vessel - the rca, and also in the cx. If information is provided in the future, a supplemental report will be issued.